Event description:
It was reported that t-wave oversensing was seen with bi-ventricular pacing on the right ventricular lead. Reprogramming was done which resolved the t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.